Event description:
During a retroactive review of past treatments for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) year old female patient's boyfriend after receiving notification that the patient had been treated. The patient's boyfriend indicated that the patient had passed away. Review of the events surrounding the patient's death indicates that the patient experienced an inappropriate defibrillation event consisting of three shocks. Oversensing of small signal during asystole contributed to the false detections. The patient was reportedly conscious at the start of the event but began shaking and was not responding to the treatment alerts. The patient's boyfriend reported pressing the response buttons initially, but then stopped as instructed by the device.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) were fully functional and able to detect and treat. Monitor: 11/2009 - reuse. Electrode belt: 04/2014 - initial use.